Manufacturer narrative:
Corrected information: device code is not applicable for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative and it was reported that the cause for the catheter extruding at the anchor site was not determined. The catheter dye study showed the extruding at the anchor site.

Manufacturer narrative:
Concomitant products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 1999, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the patient had a catheter revision. The patient had increased pain and withdrawal symptoms. A catheter study showed that the patient was extruding from catheter at the anchor site. As a result, the catheter was revised. The issue was considered resolved by the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.